Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the ipg, implantable pulse generator, implant procedure high impedances were observed on the lead when it was connected to the ipg. It is was noted that the lead may have been damaged during the ipg implant procedure. The lead was explanted and the procedure was completed successfully.

Event description:
It was reported that during the ipg, implantable pulse generator, implant procedure high impedances were observed on the lead when it was connected to the ipg. It is was noted that the lead may have been damaged during the ipg implant procedure. The lead was explanted and the procedure was completed successfully.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation summary: with all available information, boston scientific concludes that the reported event of the lead exhibiting high impedances when connected to the ipg, implantable pulse generator, and being noted that the lead may have been damaged during the ipg implant procedure was confirmed and needing to be replaced. Device technical analysis: the returned device was analyzed and the reported event was confirmed. Visual inspection found that the lead is frayed approximately 16 cm from proximal end. Multiple cables are fractured. The cables are exposed at the damaged portion of the lead. Investigation conclusion based on all available information, engineers are able to confirm. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. The probable cause unintended use error caused or contributed to event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the ipg, implantable pulse generator, implant procedure high impedances were observed on the lead when it was connected to the ipg. It is was noted that the lead may have been damaged during the ipg implant procedure. The lead was explanted and the procedure was completed successfully.